Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the stent impressions. There were numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to its rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. When negative pressure was pulled; the balloon was deflated in less than 6 seconds with no issues which meets specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation issue was encountered. The target lesion was located in the right coronary artery (rca). A 16x3.50 omega stent was advanced and implanted to treat the target lesion. After the placement of the stent the balloon "settled" only after several attempts to withdraw the guide catheter. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation issue was encountered. The target lesion was located in the right coronary artery (rca). A 16x3.50 omega¿ stent was advanced and implanted to treat the target lesion. After the placement of the stent the balloon "settled" only after several attempts to withdraw the guide catheter. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.